Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2011. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a total gastrectomy, the device jaws became locked on tissue during use. The surgeon used another device to remove the instrument. The surgeon used another device to complete the procedure with no further difficulties. There was no patient injury.